Event description:
A report received from (B)(6) stated that an oxygen sensor error occurred on an ht70 ventilator during patient use. The patient was removed from the ventilator and was placed on another vent. There was no harm to the patient.

Manufacturer narrative:
The o2 sensor was replaced by the customer and a self-test was run. The self-test and product test passed. The device was then placed back in service without further incident. (B)(4).